Event description:
(B) (6) female admitted on friday (B) (6) 2010 for a right shoulder reverse arthroplasty. The ortho surgeon was using a glenosphere impactor. This is a plastic impactor measuring 3.3 cm in length x 1.5 cm in height x 2 cm in width; concaved on the bottom with a flat top. There is an oval indent measuring 2 cm in length x 0.5 cm in depth. Within this oval, in the center is a circle 0.7 cm diameter with a 0.5 cm indent. When the ortho surgeon was forcing the shoulder implant in place using the glenosphere impactor, a portion of the glenosphere impactor broke away measuring 3.3 cm x 1 cm from the top. This piece was removed from the surgical field. The operating room tech placed the broken piece with the glenosphere impactor and fit exactly. There was no negative impact on pt care. This is in a loaner tray from an outside vendor. The operating room tech examined the glenosphere impactor prior to use and found it to be intact.